Manufacturer narrative:
Supplemental medwatch being sent to correct error in g3 of previously submitted report.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.